Event description:
Customer reportedly obtained results of 132mg/dl and 460mg/dl on the advantage system within 10 minutes. An additional comparison reports results of 143mg/dl and 325mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.